Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. As received, a complete lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The connector pin, sealing ring, and connector ring diameters were measured within specification. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-12106, related manufacturer reference number: 2017865-2025-12107, related manufacturer reference number: 2017865-2025-12108. It was reported that the patient had their pacemaker, right ventricular (rv) lead , right atrial (ra) lead and left ventricular (lv) lead explanted due to pocket infection and erosion. Additionally, the physician maneuvered while explanting the leads, the rv lead and ra lead failed to be retracted and the left ventricular lead failed to be removed from the header. Eventually, all the devices were successfully explanted and the patient experienced no consequences.